Event description:
It was reported that a patient underwent procedure for anterior lumbar fusion at l4-l5. Intra-op, when doctor implanted the peek cage, a small portion was broken in the front of the cage. The fragment was removed and the cage was left implanted. There were no patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.